Manufacturer narrative:
Batch review performed on 16 august 2017. Lot 167596: (B)(4) items manufactured and released on 16 february 2017. Expiration date: 2022-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is not available. The surgeon washed out the hip and left all components in place. The surgery was completed successfully. X-rays and explants are not available.